Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a 40 mm v40 head fell off accolade stem in right hip. Stem and head were revised.

Manufacturer narrative:
An event regarding disassociation involving an unknown head was reported. The event was confirmed. Product evaluation and results: not performed as the product was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that x-ray shows disassociation but deemed the information insufficient and rejected it for a medical review, further information such as operative reports, clinical history, dated serial x-rays and patient demographics are needed to complete the medical assessment. Product history review: not performed as the product was not properly identified. Complaint history review: not performed as the product was not properly identified. Conclusions: as per provided medical information consulting clinician indicated that undated x-ray shows disassociation however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical history, dated serial x-rays and patient demographics are needed to investigate this event further. If additional information and/or product become available, this investigation will be reopened.

Event description:
It was reported that a 40mm v40 head fell off accolade stem in right hip. Stem and head were revised.